Event description:
A report was received that the patient¿s leads were eroding through the skin and that there was yellow pus coming from the blisters forming at the patient¿s incision site. The physician noted that there was a small break in the patient¿s skin that was exposing the leads, which were not protruding yet. The physician also believed that the patient had the tendency to reject stitches and implants. The patient was placed on antibiotics and underwent an explant procedure with no device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.